Event description:
It was reported that the patient presented for a device change out. Prior to the procedure, device interrogation revealed that the right ventricular lead exhibited an increase in impedance and an increase in capture threshold which caused a loss of capture. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.